Event description:
The pt obtained results of 596, 336, and 280 mg/dl within 10 minutes. Prior to testing, the pt had symptoms of frequent urination and her face was red. The physician was called for advice regarding the high results and at the time of the call to lfs, they were still waiting for the physician to return the call. The pt was given her lantus insulin and her family member test for ketones (the result was a trace amount of ketones). No medical intervention was reported. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt did not have any control solution to troubleshoot. A replacement meter has been sent.